Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis summary - (B)(4) no anomalies found. (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed). Full lead returned and analyzed. (B)(4) no anomalies found, defib conductor distorted, blood/body fluid (not obstructed), inner tubing kinked/buckled, outer insulation torn, blood in/on helix/lobe mechanism (sleeve head), tip seal observation, apparent explant damage. Full lead returned and analyzed.

Event description:
It was reported the patient died approximately 2 months after device implant. Follow up with physician reported the cause of death was sepsis, patient had bilateral foot wounds with suspected osteomyelitis. Further reported death was not related to the device or lead system. Patient last seen in clinic approximately six weeks prior to death, had no ventricular tachycardia or ventricular fibrillation and device was functioning normally. Patient was not pacemaker dependent.

Event description:
It was reported the patient died approximately 2 months after device implant. The cause of death has been requested and not received.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis summary - (B)(4) no anomalies found. Analysis of the lead is in process; the results will be forwarded when available. (B)(4) no anomalies found.